Event description:
It was reported that, during the procedure, on (B)(6) 2012, after successfully stenting a chronic total occlusion target lesion in the heavily calcified, proximal right coronary artery (rca) and long stenting in the non-target left anterior descending coronary artery, two coronary dissections were noted, one in the lad which was the vessel used to go retrograde into the target vessel cto in the rca and an rca dissection caused by antegrade wire manipulation. The patient had silent ischemia. The dissections were successfully treated with additional stenting. On (B)(6) 2012, the patient had hypotension and in-stent thrombosis. The patient had ischemic symptoms related to this thrombus. The patient was given cardiovascular medication, thrombolytic treatment, and the rca was percutaneously revascularized. On (B)(6) 2013 the patient died from cardiogenic shock. Per the treating physician, quote: most of the adverse events reported were related to the rca procedural dissection. The guidewire that caused this dissection was the whisper wire. The dissection may have originally been started by a retrograde wire, a confienza pro 12. However, the right coronary was then wired in an antegrade fashion which extended the dissection distally, and that wire was the whisper wire. All manipulations from that time forward were done in an antegrade manner, and they were related to the whisper wire induced dissection. The left anterior descending coronary dissection was noticed only after the rc dissection was treated and not at the time that the dissection likely occurred. The septal artery that was entered was cannulated by a curved whisper j wire. This j wire was followed into position in the septal artery by a corsair 150 cm catheter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The whisper wire was then removed and replaced with multiple other wires. It is my impression that the left anterior descending coronary artery dissection was caused by manipulation of the corsair catheter rather than manipulation of a guidewire. The patients cardiogenic shock resulted from coronary stent thrombosis. This event occurred on (B)(6) 2012. In my (the physician), judgment, the stent thrombosis was directly related to the patients cardiogenic shock and ultimate demise. The original right coronary artery dissection on (B)(6) 2012 undoubtedly contributed to the stent thrombosis event. (B)(6). Concomitant products: dilatation catheter: apex push otw 1.5x15, emerge monorail ptca 3.5x12; guide wire: prowater, fielder fc, whisper j 190, fielder xt 190, fielder xt 300; stent: xience v (3.5x18, 3.5x28 x2, 3.5x12, 2.5x23, 3.0x38, 3.0x15). With the provided information, we could not determine if the corsair caused or contributed to the reported event. Though a lot history review could not be conducted, all the shipped products are inspected during the production process and at the time of packaging met the product specifications and shipping criteria. It is inferred that the guidewire in question was free from deficiency. The device is manufactured by asahi (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting. The confianza referenced was filed under MFR 3003775027-2013-00032. The whisper wire referenced was filed under MFR 2024168-2013-04091.